Event description:
The pt was implanted with a left ventricular assist device (lvad). The clinician at the hospital reported that the pt came into the emergency department with complaints of low flow alarms. Upon auscultation, a faint grinding sound was heard, which was not characteristic of a regular lvad hum. The pt presented to the emergency department unattached from any power source. It was noted that the pt had changed the batteries and system controller on his own prior to presentation in the emergency department. It was reported that the pt disconnected the pump while driving. While the pt was in the emergency room, the clinicians at the hospital were unable to get the pump restarted, percutaneous lead was separated at the metal connector, and reportedly appeared cut. Analysis revealed erratic pump speeds, unable to maintain the set pump speed. A pump exchanged was performed and the pt was noted to be in the ICU recovering.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.